Event description:
A patient experienced an allergic reaction with use of consept 1-step disinfecting system with neutralizing tablets. Initial report indicated that patient sought medical treatment when they experienced itchy and bloodshot eyes, excessive tear flow and mucus, headache, ocular pain, dry eyes and irritation, foreign body sensation, cloudy vision and dimness of sight. Subjective findings by the attending health care practitioner included limbal conjunctival edema and corneal infiltrates. Patient was treated with non-steroidal anti-inflammatory drops and antibiotic eye drops. Lens wear and use of product discontinued. When regimen was resumed several weeks later and the symptoms reappeared, allergic reaciton was diagnosed. Per attending physician, treatment was given as precautionary measure and the patient has fully recovered. Corrective treatment: non-steroidal anti-inflammatory eye drops and antibiotic eye drops. Switch to consept f.